Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the reprocessing manual " chapter 3 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system": "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the allegation was confirmed. Additionally, the device evaluation found the angulation wires were worn, the adhesive around the light guide lens was cloudy and scratched, the adhesive around the objective lens was cloudy, the suction cylinder was scraped, the scope connector was dirty and discolored, the water evacuation function was insufficient, the adhesive on the protective coating of the bending portion of the device was cloudy, cracked, and chipped, the camera cover had a dent, and there were scratches on the connecting tube, the protective coating on the bending portion of the device, the image guide protector, and the protector of the universal cord. Information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the evis lucera elite colonovideoscope had problems with angulation. Inspection and testing of the returned device found foreign materials in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.